Manufacturer narrative:
The reported air-in-line alarm malfunction issue was confirmed. The pump was found to have a constant air in line alarm. The pump was repaired and tested to meet full specifications on 06/08/2017. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on 01/27/2016.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00128).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the infusion pump.

Event description:
The user reported that pump's air-in-line alarm malfunctioned. No patient was involved in this case.